Event description:
During routine testing of the device at the service center, the user reported the roller pump lid was cracked. No other details regarding the nature of the event were provided. Since the event occurred during routine testing of the device, there was no pt involvement during this event.

Manufacturer narrative:
Evalution in progress, but not yet concluded.